Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported waking up to find herself in hypoglycemia, with blood glucose of 39 mg/dl. The customer stated that her husband gave her some sugar and a glucose solution, followed by a glucagon shot when she started cramping. Later in the day, the customer contacted her doctor and found a bolus delivery of 9.9 units of insulin early in the morning. The customer then stated that she was unsure if she gave herself the bolus while she was asleep or if the insulin pump delivered on itself. The customer also mentioned that the sensor alarms showed that hypoglycemia had been detected twice over the night. Troubleshooting was performed. The insulin pump passed the self test and displacement test. Nothing further was reported.